Manufacturer narrative:
Evaluation method: - the device history and sterilization records were also reviewed. Results: - the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: - the cause of the reported complaint could not be determined form the review of the DHR and sterilization records. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2007, the pt was implanted with an scs system. On (B)(6) 2010, the pt's ipg was explanted. It was reported that the ipg would shut off randomly. The ipg was sent to the hospital pathology and will not be returned.